Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. . Power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. No unexpected battery failed alarms noted. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the failed battery test alarm was not resolved even with the replacement battery cap. The customer's blood glucose was 11.9 mmol/l at the time of incident. The insulin pump will be returned for analysis.